Event description:
It was reported that a user experienced hyperglycemia with a fingerstick blood glucose of 435 mg/dl while using the ilet; the pump displayed ¿high,¿ the trend arrow initially pointed up, and after changing all supplies and confirming no alerts, the arrow returned to sideways with advice to monitor and allow time for correction. Symptoms included thirst and feeling unwell. Outcomes included no hospitalization and continued home management with monitoring. Investigation included a telephone assessment of alerts and supplies, user education on monitoring and timing for glucose correction, and confirmation that the infusion set and components were newly replaced and functioning as expected per user checks. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia unclear and consistent with transient glycemic excursion despite supply change and normal alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.